Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited capture thresholds at 3.5 v and sensing thresholds at 2.1 mv. The patient's underlying rhythm was at 40 bpm. The lead was explanted.